Event description:
It was reported that the procedure was being performed and the insertion site was left neck, for shoulder surgery. The catheter was placed and when they went to remove it on three days later, it was stuck in the pt's neck. Several attempts were made to remove the catheter, but the pt experienced shooting pain down his tricep when the catheter was pulled on. Surgery was performed to remove the catheter.

Manufacturer narrative:
Device will not be returned for eval. A follow-up report will be filed if more info becomes available.